Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate antitachycardia pacing therapy was delivered. Programming changes were recommended. No further information available.

Event description:
New information received notes that the event was observed during a follow-up in clinic. Programming changes were made. Patient condition was fine before, during, and after the changes.